Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "contemporary total hip arthroplasty with and without cement in patients with osteonecrosis of the femoral head" written by young-hoo kim, md, jun-shik kim, md, jang-won park, md, and jong-hwan joo, md published by the journal of bone and joint surgery 2011 was reviewed. The article's purpose was to analyze the long-term results associated with contemporary cemented and cemntless total hip replacements with an emphasis on the rates of osteolysis and revision, in patients with osteonecrosis of the femoral head who were followed for a minimum for 16 years. The data was compiled from 46 patients with unilateral fully cementless arthroplasty and 48 patients with bilateral arthroplasty (94 patients 142 hips). Depuy products utilized in bilateral arthroplasties (hybrid group): cementless acetabular duraloc cups in all hips; elite or elite plus cemented stem in one hip and profile cementless stem in the contralateral hip. Depuy products utilized in unilateral arthroplasties (fully cementless group): cementless acetabular duraloc cups in all hips; profile cementless stem. Poly liners in all cups. Adverse events: acetabular osteolysis, femoral osteolysis adjacent to component, revision for infection (hybrid group and both components revised), revision for periprosthetic fracture of stem (fully cementless group), revision of well fixed acetabular shells because of liner wear and osteolysis (both groups). The article states "no hip in either group had aseptic loosening of the acetabular metal shell or femoral stem." The article does not report of any debris but associates liner wear with osteolysis. The article does not provide adequate information to determine accurate quantities. The article provides radiographic image with patient identifier and is captured in a linked complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.